Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, d1, d10: item number: 14-380353 item name 12/14 m2a-38 mod hd+3.5mm nk 12/14 lot #: 267370, g3, g6, h2, h6 suggested component code: mechanical (g04) - head, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. Attempts have been made to gather all product information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 14-380351 item name 12/14 m2a-38 mod hd3.5mm nk 2/14 lot # 267370. G2: foreign: italy. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 10 years post implantation due to metallosis with the formation of pseudotumors and increased blood metal ion levels. There is no additional information available at the time of this report.